Manufacturer narrative:
(B)(4)

Event description:
According to reporter, during an esophageal procedure, the bravo capsule failed to attach to the patient's esophagus. Capsule was calibrated according to instructions and pump was tested before use. The pump was switched on and patient was still for 1 minute before deployment. The device operator had an advanced trainee in the room and retracted the scope for the capsule placement however the scope was still in the patients mouth. The scope was moved by the physician during the one minute suction period. Capsule could not be seen attached to oesophagus after deployment. Another bravo was placed in the patient, holding the scope still with no further issue.